Event description:
The customer reported via phone call that she was trying to set her basal and needed help. Customer's blood glucose was high as 400 mg/dl in the morning. Customer was advised to call back after she gets the correct settings. Customer declined troubleshooting for high blood glucose. Customer stated that she just changed the battery. Customer was assisted with changing the basal rates and increased the max basal to 0.8.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.